Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Mum called again to report that the pump has never come back to life anymore despite the ts adv her we will send a replacement pump. Requesting for urgent shipping since it's a little boy using the pump. Current bgl is now 17.5 adv to get a back up plan or call the doctor to know how much insulin to inject. Or rush to the closest ER if the situation gets worse. Call taken by (B)(6) (B)(6) 2017. Initial notes: customer states my son insulin pump stopped working gave battery alarm so changed battery alarm, changed battery again, and tried three different batteries, and now nothing not alarming, or doing anything. Inquired what led up to the complaint. Customer response: customer received low battery alarm to replace battery and changed battery and had to change it again and on third attempt screen was just blank like it lost complete power display: flashing, white, or blank t/s per dop114-980. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Customer states she placed battery back in she forgot she took it out and when did still blank so had her leave it in for a minute then remove to see if she will get insert battery alarm checked if battery is a (B)(6) battery. Battery in use is: duracell alkaline. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states she also try wiping with slightly damp qtip in case of debris and cap itself not damaged customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Item - 'advise the customer to clean the battery cap contacts with a dry cotton swab and insert a new (B)(6) battery' reason not completed - she already cleaned cap with qtip. Item - 'checked proper insertion. Advise to ensure that the battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with the pump' reason not completed - customer states she tried three brand new batteries and first two alarm and now on third one its like the power is gone and nothing. Customer states the display did not return. Customer states the pump has not been dropped or bumped recently. Customer states the pump has not been exposed to moisture recently. Customer states the display is no longer blank. Adv to remove battery, press and hold the back button for ten seconds then reinsert battery. Customer states the display did not return. Instructed to leave battery out of the pump for 2 hours to ensure any residual or possible esd within pump has dissipated. Adv patient to monitor their bgs carefully during this time and revert to backup plan per hcp as needed. Adv to call back if display does not return after waiting two hours and reinserting battery. Customer's outcome pertaining to the complaint: advised customer to call back after waiting two hours and when she reinserts battery if screen does not return ship: nothing / return: nothing country: (B)(6): (B)(6) input date: (B)(6) 2017 warranty start: 05/15/2016 warranty end: 05/14/2020 batch - (B)(4).

Manufacturer narrative:
Findings: pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to during visual inspection. Pump received with scratched case, serial number label faded, stained, and peeling, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.